Event description:
It was reported during an atrial fibrillation (afib) procedure, there were signal problems caused by the resterilized cable. There was a high frequency noise with irregular pattern on all channels (body surface (bs) ECG, lasso catheter on 20a, coronary sinus catheter on ref/deca and navistar sf catheter on map. The noise was present from the very beginning of the initial mapping on both the ep recording system (bard) and the carto 3 system. Troubleshooting was done. Powered the system off, disconnected cables at the patient interface unit (piu) front and then powered it back on. Then started reconnecting the cables. The noise appeared again when the coronary sinus cable was reconnected. Therefore, this cable had to be replaced. The case was then continued without further problems. There was no more noise. No patient consequence was reported. Upon request, the bwi field representative provided additional information on the event. The signals were not interpretable. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The DHR could not be reviewed due to the lot number was not provided by the customer. (B)(4).